Manufacturer narrative:
The reported events of capturing problem, device at elective replacement level were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical tests performed indicated normal functionality and capturing test under nominal conditions found no problem. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had high capture thresholds. The device was explanted and replaced. The patient was stable.